Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable."

Event description:
"The device was planned to be implanted at zone2 for the patient with chronic type b dissection. After subclavian artery bypass (debranching), tevar was performed. After inserting the inner sheath to the landing zone, it had difficulty in changing the actuator knob position from #1 into #2. The deployment (position #2) and release of the bare stent from the tip for implant (position #3) were made out. During retracting (position #4), it was hard to pull the stainless-steel rod, and it just moved only about 5 cm. No movement of the guidewire has been confirmed at that time. Then, another try was failed and the followings were confirmed: the apex holder did not get stuck with the graft or aorta. The stainless-steel rod was pulled out straight, not slantwise. The holding position of the system was adequate. After that, there was a considerable friction noise when the doctor forced to pull the stainless-steel rod. He hasn't added the further operations of the stainless-steel rod, such as push and pull or rotating, before it. The shaft was not completely retracted from the outer sheath, and the system was removed with about 10 cm of shaft protruded. The procedure was successfully done. After the system was removed from the patient, the stainless-steel rod was able to be pulled with no problem in the position #4."

Event description:
"Patient had treo implanted to treat aortic aneurysm, after the patient acquired and infection, treated with antibiotics, further info to be provided. Basically developed into mycotoc aneurysm which meant the graft needed to be explanted on (B)(6) 2017."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2017-00017. Device 2 is being reported under MDR 2247858-2017-00018. Device 3 is being reported under MDR 2247858-2017-00019. Bolton medical is voluntarily reporting a device malfunction related to the treo abdominal stent-graft system. The treo abdominal stent-graft system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 ((B)(4)). The treo related event occurred in (B)(6) and resulted in explant of the devices. The event did not lead to patient death.